Event description:
The surgeon reported the 23 gauge trocar hub (orange plastic part) broke off while the remainder metallic part of the trocar was still on the probe. The orange plastic part fell off on to the surgical drape. The surgeon was able to complete the case as planned. No patient injury was reported.

Manufacturer narrative:
The sample was received for in house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available.